Event description:
It was reported farfield p-wave oversensing was observed during an office visit. Based on suggestions from technical service, the sensitivity setting was reprogrammed and the far-field p-wave oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.